Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, a user experienced recurrent low blood glucose while using an ilet pump with a dexcom g7, including an episode following a dinner meal announcement in which the delivered insulin appeared greater than the amount of food consumed. Additional correction doses contributed to subsequent hypoglycemia. The user treated with oral glucose and protein and later disconnected the pump due to concern about further low glucose events. A trainer advised the user to perform a pump reset. The reported symptoms included hypoglycemia. The outcomes included resolution of low glucose following oral carbohydrate intake and user-initiated pump disconnection. The investigation included a review of use history and user-reported actions, as well as troubleshooting and education on proper meal announcement practices and avoidance of using meal announcements as a correction method. Review of the case revealed that overcorrection behavior and meal announcement practices likely contributed to excess insulin delivery and subsequent hypoglycemia, with no device alerts or alarms reported. Based on previously established findings for similar reports, it was concluded that user technique and use-parameter factors were the most probable contributors. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.